Event description:
Arterial access pressure alarms occurred during a routine hemodialysis treatment which could not be resolved by the operator. Treatment was discontinued without performing rinseback, due to clotting of the access, resulting in an estimated blood loss of 190cc. Hgb decreased from 10.4 g/dl on (B)(6) 2011 to 8.5 g/dl on (B)(6) 2011. Epogen dosing was resumed at 2,000 units tiw. No other medical intervention was required for the blood loss.

Manufacturer narrative:
Arterial pressure alarms are typically caused by inadequate vascular blood flow to meet the commanded blood pump flow rate. The report does not contain info to suggest a device malfunction occurred and is not considered device related. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. No add'l action is required at this time. Nxstage medical considers this report closed. No add'l info will be provided.